Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported hospitalization due to high blood glucose. Caller stated that the insulin pump is not working properly. The current blood glucose reading is 275 mg/dl. Customer has treated with manual injections. The blood glucose reading at the time of the event was 475 mg/dl. Customer had fever and chills the previous evening. Diagnosed diabetes ketoacidosis. Nothing further reported.